Event description:
It was reported that the sheath became stuck in the patient's groin. A 6fr x 11cm .035 gw super sheath was selected for use. During the procedure, it was noted that the sheath became distorted and was stuck into the patient's groin. The procedure was completed with another of the same device. No patient complications were reported.